Event description:
The customer reported that there was an air leak from the operation unit of the evis lucera gastrointestinal videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was residual fluid and foreign matter coming from the forceps channel and the suction channel was dirty. The report is being submitted due to foreign matter coming from the forceps channel and the suction channel being dirty found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in "event," evaluation found water tightness was not maintained due to wear of the up/down knob and perforation of the forceps channel, the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, the insertion tube was discolored, the inside of the forceps channel was dirty, corrosion due to water leakage was found in the operation part, water tightness was not maintained due to holes in the curved rubber, the curved rubber adhesive part was missing, the adhesive part of the objective lens had come off, the suction channel inside the universal cord was dirty, the electrical connector guide pins were not water tight, the paint of the air/water supply cylinder and suction cylinder was peeling, water coverage was recognized on the electrical connector and scratches were found on multiple parts of the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the defects found during evaluation were confirmed, the foreign material could not be specified and a definitive root cause of the residual fluid and foreign matter coming from the forceps channel and the suction channel being dirty could not be identified. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The complaint history of the site was reviewed and this was not a case of reoccurrence. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the air leak was found when using the oer-4 automatic endoscope reprocessor.